Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a staph infection, breathing issues, a fever of 103, and pneumonia. The customer was put into an induced coma and his blood glucose levels were managed with an insulin drip. Once out of the coma, the customer's diabetes was treated with manual injections. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.